Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's right atrial lead had noise episodes resulting in auto mode switching. The noise events have been present for over two years, and the patient will be monitored.